Event description:
The patient was doing well after ins replacement and receiving therapy.

Event description:
It was reported that the patient's implantable neurostimulator (ins) displayed an end of service/end of life message. At the time of initial report, it was reported that patient was "no longer receiving therapy". It was reported that the ins depletion was "normal" based on the patient's settings. It was additionally reported that the patient experienced "good therapy" until the end of service message occurred. Impedance test values indicated impedances that were less than the normal range. Further information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 37746, serial#: (B)(4), product type: programmer, patient; product ID: 3550-29, lot#: n343238, implanted: (B)(6) 2012, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).